Event description:
It was reported that during use the pen needle is defective and unable to deliver medication with a bd pen ndl 32g 4mm 90 CT mail order only. The following information was provided by the initial reporter: it was reported that out box of pen needles, 1 in 7 are defective. Information provided by consumer: received a box of pen needled where about 1 out of 7 are defective. There was no sign of damage to the box or the sealed pen needle prior to use. Pt is a nurse with many years history of administering insulin and has been using pen needled herself since march. When she comes across a defective pen needle and she changes to a new pen needle.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications h3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the pen needle is defective and unable to deliver medication with a bd pen ndl 32g 4mm 90 CT mail order only. The following information was provided by the initial reporter: it was reported that out box of pen needles, 1 in 7 are defective. Information provided by consumer: received a box of pen needled where about 1 out of 7 are defective. There was no sign of damage to the box or the sealed pen needle prior to use. Pt is a nurse with many years history of administering insulin and has been using pen needled herself since march. When she comes across a defective pen needle and she changes to a new pen needle.